Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for high blood glucose (bg) levels and possible diabetic ketoacidosis (dka). The customer attempted to treat by administering a correction bolus with the pump, then once hospitalized treatment was administered via intravenous insulin and fluids. The customer was released one day after they were admitted.